Event description:
A diaphoretic patient sustained burns at four sites under four ECG electrodes during an MRI procedure (the ECG electrodes were used to monitor the patient during the MRI). It was reported that the severity of the burns varied from 3rd to 4th degree. No treatment information has been reported to 3m. The patient had a high fever, was sweating, and unconcious at the time of the MRI procedure. It was reported that the MRI reading was normal and that the MRI lasted approximately 30 minutes.